Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6943, implantable tachy lead, (B)(6) 1999. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. The device had been programmed to include a lead that was out of service. The device has since been reprogrammed and no further patient complications have been reported as a result of this event.